Event description:
It was reported that the programmer took a long time to interrogate a device using the radio frequency (rf) head. It was further noted that the programmer would not interrogate devices, and the screen froze. The programmer was replaced and returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the programmer took a long time to interrogate a device using the radio frequency (rf) head. It was further noted that the programmer would not interrogate devices, and the screen froze. The programmer was replaced and returned for repair.no patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the programmer was returned and analysis confirmed the customer comment that it would not interrogate devices and that the screen froze. The hard disk drive was reimaged and the current software reloaded and the programmer and associated serviced accessories passed final functional tests. (B)(4).